Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two dst series orvil automatic 25mm devices opened by the account. The orvil anvils were observed to be tilted and separated from the tubing. The devices were subjected to measured orvil anvil retention tests with acceptable results. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument is subjected to excessive tension.

Manufacturer narrative:
(B)(4). The device was returned on 04/19/2016.

Manufacturer narrative:
(B)(4), (B)(6), (B)(4).

Event description:
According to the reporter, during a gastrectomy procedure, the anesthetist encountered difficulty inserting the orvil anvil. The anesthetist stated the path from mouth to larynx was unobstructed and there was increased resistance when the orvil passed larynx. The surgeon tried to pull the orvils and the orvil dislodged in the patient's esophagus. Two orvils were used; the third insertion was successful, with copious amount of lubricant and with laryngoscope assistance by anesthetist. The procedure time not extended by more than 30 minutes.